Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation and device embolization are potential complications associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case it was reported that the under-expansion of the valve with ar and subsequent embolization into the ventricle was caused by procedural factors (incomplete inflation and some nudging of the pusher/flex shaft). There was no allegation or indication of a device malfunction related to a manufacturing defect. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the field clinical specialist (fcs) report, in a transfemoral tavr case the 23mm sapien valve embolized, requiring retrieval. It had been positioned 50:50 across the native annulus. Respirations were held and the valve was deployed utilizing rapid ventricular pacing (rvp). Post deployment tee showed the valve in a 60:40 ventricular position with moderate-severe aortic regurgitation (ar). It was unclear as to origin, central vs. Paravalvular leak (pvl), due to the severity of the ar. The wire was manipulated to see if any improvement was noted. It was evident on angiography that the valve was under-deployed and it appeared unstable so while prepping a 2nd valve, they decided to post dilate but before the original delivery system was advanced, the sapien embolized into the left ventricle. The valve remained on the wire and the patient remained hemodynamically stable. The embolized sapien was retrieved with open avr. Per the latest report on the next day the patient was ¿doing quite well¿. Per the report, the atrion plunger was not advanced completely during deployment. This was noted immediately upon deflation. An operator not familiar with the atrion inflated the valve. The tavr team felt the inflation was "incomplete" by at least 2 - 3cc's of contrast. Additionally the pusher was moved forward and slightly nudged the balloon ventricular upon inflation.